Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g was clogged. This led to hyperglycemia to the customer. It was reported that the needle clogged during priming and the insulin would not flow. Also, the consumer reported her glucose level was elevated. Verbatim: consumer reported needle clog during priming, stated that there is no insulin flow. Also reported that her glucose level was elevated. Consumer does not re-use. Lot #: 9317856 catalog #: 320109 date of event: unknown samples available = y - sending mail kit for sample return.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g was clogged. This led to hyperglycemia to the customer. It was reported that the needle clogged during priming and the insulin would not flow. Also, the consumer reported her glucose level was elevated. Verbatim: consumer reported needle clog during priming, stated that there is no insulin flow. Also reported that her glucose level was elevated. Consumer does not re-use. Lot #: 9317856. Catalog #: 320109. Date of event: unknown. Samples available = y - sending mail kit for sample return.